Event description:
Customer reportedly obtained results of 129 mg/dl and 300 mg/dl on the advantage test system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device; however, customer reports strips are not available for return. No strip information provided and no quality controls were used. No info provided for location of comparison. Advantage test system: meter, strip lot unknown, exp unknown, cat/unknown.

Manufacturer narrative:
Suspect device is comfort curve test strips.